Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years post filter deployment, patient was scheduled for filter retrieval. It was noted that the filter was fractured with embolization to hearts and lungs. Mental spokes could be seen coming anteriorly into the right side of the cava where the structure penetrated the caval wall. Circumferential dissection of the cava was performed and identified two more mental struts which were penetrating through the wall. There was no involvement of adjacent organs, however there was dense scar tissue around each of these penetrating struts, which was with the struts penetrating the prevertebral fascia posteriorly. Eventually, the four penetrating struts were cut with wire cutters at the caval wall. The head of the filter was grabbed with a clamp and it was able to extract the filter easily at this point, as all the struts that remained were now straight without hooks. Approximately one month later, patient scheduled for ivc filter fractured struts retrieval. It was felt to be deeply embedded in the inferior wall of the right ventricle adjacent to the posterior descending artery. It also felt it was not worth risking injury to either the tricuspid valve or the posterior descending artery. Therefore, the right atrium was closed with 2 layers of 4-0 prolene suture. Therefore, the investigation is confirmed for filter limb detachment and perforation of the ivc. However, the investigation is inconclusive for filter tilt and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident and prophylaxis. At some time, post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc and struts detached, perforated into organs. The device was removed via an open abdominal procedure. It was further reported that the detached struts remains in heart and lung. The strut was not removed after an attempted but unsuccessful open chest procedure. The current status of the patient is unknown.